Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3004209178-2024-21472 was already reported in this report # 3004209178-2024-19348. Any additional information regarding this event will be submitted as a supplemental submission to this report #3004209178-2024-19348. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for at least a year they have been unable to charge the implantable neurostimulator (ins) because they lost their wireless recharger (wr) kit, drape, and patient handset kit in a fire. At first, the patient didn't worry about the fact that they couldn't charge their ins because they weren't shaking, but in the last couple of months, they started to notice themselves shaking more. Their neurologist told the patient to call the manufacturer for external equipment replacement. It was reviewed that the patient's symptoms were likely due to therapy turning off due to them not being able to charge the ins and that the patient will need to follow up with their hcp if they are unable to charge the ins (due to potential over discharge) once they get their equipment. Replacements were sent. The patient mentioned a historical event which included that they chose not to use the drape because it always moved around, so they would lie down and set the wireless recharger on their ins whenever they needed to charge it. Additional information was received from a manufacturer representative (rep) reporting that the patient had not charged their implant in over a year and was overdischarged. The rep requested instructions for physician reset mode (prm). Additional information was received reporting that the ins was likely overdischarged already by the time the patient got their new recharger. Last friday, the rep performed a prm after which everything "seemed fine". The rep saw a green light on the recharger. The rep said they were unable to read the ins with their clinician device before leaving, but felt confident that the ins recharged appropriately. The patient reported that their ins rapidly depleted down to 0% that same day and they recharged to 50%. The next day, the battery was down to 0% again. The patient charged the ins to 100% in less than an hour, battery depleted to 0% that same day and the patient recharged to 100% again in less than an hour. That was the patient's last charging session until this call. The rep confirmed they did not clear a por message on the clinician tablet before leaving the patient on friday. It was reviewed the battery behavior was being consistent with overdischarge of a year, and suggested the rep to clear the por with the clinician tablet after patient charged their ins to 50%. The rep confirmed seeing por message on patient's handset today while on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that for at least a year they have been unable to charge the ins because they lost their recharging equipment wireless recharger kit and drape) in a fire. The patient also lost the handset kit in the fire. At first, the patient didn't worry about the fact that they couldn't charge their ins because they weren't shaking, but in the last couple of months they started to notice themselves shaking more. The patient's symptoms were likely due to therapy turning off due to them not being able to charge the ins. Consumer reviewed that the patient will need to follow up with their hcp if they are unable to charge the ins (due to potential over discharge) once they get their equipment.

Event description:
Additional information was received from rep stating they could not read ipg due to depleted rc but it resolved after power on reset procedure. Pt has reported no issues since the por and is charging normally and receiving therapy. Clinician is aware and stratified with the resolution and programmed with most recent updated clinician programmer software.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.